Event description:
It was reported that there were concerns about minute ventilation (mv) chop on stored ventricular tachycardia (vt) episodes on this right ventricular (rv) lead. Technical services (ts) reviewed the events and noted non-physiological noisy signals on both the right atrial (ra) and rv channels. The rv deflections were sensed by the device. However, mv chop was discarded as a cause since it would have more deflections and be faster. No adverse patient effects were reported. This rv lead remains in service.